Event description:
Following a surgical procedure for reinforcement of the anal sphincter due to fecal incontinence, a patient experienced wound dehiscence leading to fenix device explant. The fenix device was used as part of the surgical procedure. Surgical procedure and device implant on (B)(6) 2016; examination under anesthesia was performed on (B)(6) 2016 and revealed dehiscence of closure and device exposure; device explant through surgical site on (B)(6) 2016 due to wound dehiscence.